Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during preparation of the subject device, while introduction of the subject guidewire into the guidewire introducer, some green particles of the coating peeled off. The physician claimed the wire introducer could caused the issue. The subject guidewire was withdrawn und discarded and there is no patient involvement. No other information is available.

Event description:
It was reported that during preparation of the subject device, while introduction of the subject guidewire into the guidewire introducer, some green particles of the coating peeled off. The physician claimed the wire introducer could caused the issue. The subject guidewire was withdrawn und discarded and there is no patient involvement. No other information is available.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual or microscopic inspection the guidewire tip appeared to have been shaped. The guidewire ptfe coating was examined under magnification and there was evidence of damage to the coating. Peeling/scraping of the ptfe coating was noted from the proximal end towards the distal end in several places between approximately 31cm and 130cm from the proximal end. The guidewire distal section and hydrophilic coating was examined along its length with wet fingers. The nitinol tubing of the distal end was fractured at approximately 186cm from the proximal end and the core wire was visible. The core wire distal end was observed through the distal tip dome. Functional test was not required as the reported event was confirmed based on the device analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates there was no damage noted to the packaging, the device was confirmed to be in good condition during/after unpacking and preparation, the device prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure, there was no patient involvement and the device was not in use on the patient at the time of the event. The dispenser hoop was flushed before removing the guidewire and no resistance was encountered removing the guidewire from the dispenser hoop. The issue was noted while re-shaping processes using gw introducer and the gw was backloaded into the introducer needle. The coating issue was noted on the guidewire at the proximal section of the gw. Analysis of the returned device also found damage to the ptfe coated length. Scraping and peeling was observed in several sections from approximately 31cm to 130 cm from the proximal end and most likely occurred as a result of backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. Product analysis also noted an attempt had been made to shape the guidewire tip. The guidewire nitinol tubing was broken 186cm from the proximal end with the core wire exposed but not broken which indicates the guidewire encountered significant manipulation most likely during re-shaping the tip of the guidewire. The as reported guidewire ptfe coating peeling and device difficulty prepping in addition to the as analyzed guidewire ptfe coating peeling and guide wire broken/fractured during preparation will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.